Event description:
Customer is reporting centrifuge bowl leak. Name and function of complainant: same as reporter. Customer initially called to report a red blood cell pump alarm. Cts asked customer to stop the centrifuge bowl, and check all parts of the kit. Customer did not see any clotting occlusions and restarted the procedure. At purging air phase, the bowl broke in the centrifuge. Customer aborted the treatment procedure and did not return any blood/products to pt. Customer will not return any product for investigation. Service order# (B)(4) was created to inspect the instrument.

Manufacturer narrative:
A review of lot file b340 was performed. There was one nonconformances associated with this event type reported for this lot. Inc (B)(4) integrity test leak. This lot met all release requirements. A complaint lot review of b340 and conducted and there were no other centrifuge bowl leaks reported to date for this lot. No trends were detected. Service order feedback (B)(4): the field engineer installed a new leak strip, cleaned centrifuge and performed a section 7 checkout as verification. Repairs have returned this instrument to expected operation. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the centrifuge bowl leak cannot be determined based solely on the info provided by the customer. CAPA# (B)(4) has been opened for cellex centrifuge bowl failure. Mxp# (B)(4).